Event description:
I got mentor saline round smooth implants. They were placed under the muscle on (B)(6) 2004. I got them explanted on (B)(6) 2019. During the 15 yrs, I had the same implants, I had several debilitating symptoms. Headaches, vision changes, pain in my chest, elevated heart rate, high blood pressure, diagnosed with mono, fibromyalgia, ptsd, gerd, severe anxiety and depression, hernia, bladder issues, unexplained rashes, and adhd. Put on a multitude of antivirals, antidepressants, and medications. Once the implants were removed, I immediately felt better upon waking up from surgery. My vision is better. My heartburn is better. My blood pressure and heart rate are better. I feel healthier without the implants. I honestly think mine were toxic and killing my body. Awaiting the lab results to come back from implant testing. I have a rash from my implants leaking. The nurse said it's my body detoxing from the mold from my leaking implants. FDA safety report ID# (B)(4).